Event description:
The customer reported to olympus that the telescope, 30°, 4 mm post had come off at the connector. The event occurred during maintenance. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported post coming off at the connector issue could not be determined, however, the issue was likely the result of impact force due to user handling/mishandling. Olympus will continue to monitor field performance for this device.